Event description:
It was reported that high impedance was detected on the patient's device via diagnostics. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event, and describe event or problem, corrected data:it was inadvertently not reported on the previous report that the patient had an increase in seizures along with the high impedance.

Event description:
It was reported that the patient had an increase in seizures along with the high impedance. It was later reported that system diagnostics had detected the high impedance. No further relevant information has been received to date. No known surgical intervention has occurred to date.